Event description:
Information was received from the health care provider (hcp) via the manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient reported that in (B)(6) a warning appeared on his controller, which caused concern and led him to seek an evaluation with his doctor and rep jointly. During the consultation, the doctor requested a review of the battery life, the controller, and an evaluation of the device using the tablet. When reviewing the elective replacement indicator (eri) time on the controller, it was noticed that the replacement date indicated (B)(6) 2025, which was unusual given the short implantation time. Therefore, the device was read using the intellis software, where it was found that the warranty had started on (B)(6) 2016. This information was reported to the physician, who stated that this was not possible, as he confirmed that the implantation date was (B)(6) 2024. Upon reviewing the patient¿s programming, it was noted that the patient uses amplitudes between 1.5 and 2 v, a pulse width of 200 to 220, and a frequency of 11 to 22 hz¿parameters that can be considered within normal ranges. For this reason, we need to understand why the tablet shows the warranty and implantation date as (B)(6) 2016, while the physician¿s records and the tablet notes indicate that the device was implanted in (B)(6) 2024. The source of the date discrepancy was unknown. The battery may have had a manufacturing defect. For the moment, the physician was asked for a few days to determine when the battery arrived in mexico and when it was invoiced. Additionally, a simpler programming was set so that the device would not consume as much battery. Issue was not resolve. There were no patient symptoms/complications, no medical/surgical intervention or hospitalization.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a rep. It was reported that on (B)(6) 2026, configurations were made in the therapy application to change the programmed implant date on the ins to the actual implant date. Once the correct implant date was established, the tablet no longer displayed any warning message upon connection. Additionally, when verifying the elective replacement indicator (eri) in the patient controller section, it was now showing up as 2033. Everything updated correctly. The rep provided a video showing the process of changing the implant date, and photos showing the updated information on the patient controller and clinician tablet. From the review conducted on 20-jan-2026 through 17-feb-2026, the patient did not experience any issues with the stimulation therapy, and no further warnings appeared.

Manufacturer narrative:
H2. Correction: upon further review, d6a was updated as it was reported that the correct implant date was (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received provided software logs that the rep was able to obtain from the clinician tablet, along with information about the application software versions.